Event description:
It was reported that the 3 unit pen needles experienced leakage during use. The following information was provided by the initial reporter: the customer said that a manager of msd personally to confirmed the injection pen, provided two new injection pens, and the inaccurate injection measurement and leakage has improved. The customer complained about the waste of the above liquid medicine and needed to make compensation. She hoped to confirm which unit will deal with the problem. Problem description: the customer purchased a puregon product along with a bd 0.33*12.7mm needle product whose batch number is 7319614. The customer complained about the use of the pen ii self injector and liquid medicine. The customer wanted to confirm three things: whether the bd pen ii self injector was produced by bd, the relationship between bd and puregon, and the use of the scale of the pen ii self injector, that is, the unit conversion between iu and milliliter. A quality supervisor has been contacted. He informed that the pen ii self injector was produced by bd in taiwan, and because the msd product was prefilled in netherlands and imported to china, the registration number and other information is bd information, and the issue should be handled with the assistance of bd. The customer was very emotional. He/she wanted to know who would answer the questions and hoped that the relevant manager would contact him/her as soon as possible.

Manufacturer narrative:
H.6. Investigation summary five photos were returned. Visual examination of the returned photos was carried out and it was observed that the photos are of a puregon pen carton. This product is not manufactured by bd dl investigation conclusion visual examination of the returned photos was carried out and it was observed that the photos are of a puregon pen carton. This product is not manufactured by bd dl. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description based on the photos and the fact no physical sample was returned no further investigation can be carried out. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: n/a.

Event description:
It was reported that the 3 unit pen needles experienced leakage during use. The following information was provided by the initial reporter: the customer said that a manager of msd personally to confirmed the injection pen, provided two new injection pens, and the inaccurate injection measurement and leakage has improved. The customer complained about the waste of the above liquid medicine and needed to make compensation. She hoped to confirm which unit will deal with the problem. Problem description: the customer purchased a puregon product along with a bd 0.33*12.7mm needle product whose batch number is 7319614. The customer complained about the use of the pen ii self injector and liquid medicine. The customer wanted to confirm three things: whether the bd pen ii self injector was produced by bd, the relationship between bd and puregon, and the use of the scale of the pen ii self injector, that is, the unit conversion between iu and milliliter. A quality supervisor has been contacted. He informed that the pen ii self injector was produced by bd in taiwan, and because the msd product was prefilled in netherlands and imported to china, the registration number and other information is bd information, and the issue should be handled with the assistance of bd. The customer was very emotional. He/she wanted to know who would answer the questions and hoped that the relevant manager would contact him/her as soon as possible.